Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the replace generator soon message earlier than intended. It is unknown if the ipg depleted prematurely. Surgical intervention will be undertaken to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.